Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer also experienced sensor glucose versus blood glucose differences. Customer reported that when insulin pump was set on silence, it began to beep and buzz all night. Customer's blood glucose was 177 mg/dl. Customer was advised to monitor issue.